Manufacturer narrative:
Section e1 - initial reporter establishment name: (B)(6). Section e1 - address 1: complete address is (B)(6). This report is being filed on an international product, list number 03p25-74 that has a similar product distributed in the us, list number 02r98, with 510k/PMA/bla number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result generated by the architect i2000sr processing module for a 40-year-old male patient undergoing a physical examination. The customer stated that the patient had reported chest pain last month; however, he currently has no pain, and all other cardiac markers were within the normal range. The customer sent the sample out for verification on the roche platform, and the troponin result was normal. The following data was provided: architect stat high sensitive troponin-I result = 1576.49 pg/ml (reference range is 0 to 32.4 pg/ml). Roche troponin result (ctnt) = 22.2 pg/ml (reference range is 0 to 24.9 pg/ml). Other results provided: ck = normal. Ck-mb = normal. Update: on 27apr2025, the customer provided additional information. It was noted that following peg precipitation, a result of 10.64 pg/ml was obtained. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72205ud01. A review of the device history record did not identify any non-conformances or deviations with lot 72205ud01 and the complaint issue. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The median patient result for lot 72205ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Per product labeling, for mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. When an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent, lot number 72205ud01, was identified.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result generated by the architect i2000sr processing module for a 40-year-old male patient undergoing a physical examination. The customer stated that the patient had reported chest pain last month; however, he currently has no pain, and all other cardiac markers were within the normal range. The customer sent the sample out for verification on the roche platform, and the troponin result was normal. The following data was provided: architect stat highly sensitive troponin-I result = 1576.49 pg/ml (reference range is 0 to 32.4 pg/ml). Roche troponin result (ctnt) = 22.2 pg/ml (reference range is 0 to 24.9 pg/ml). Other results provided: ck = normal. Ck-mb = normal. Update: on 27apr2025, the customer provided additional information. It was noted that following peg precipitation, a result of 10.64 pg/ml was obtained. There was no impact to patient management reported.